Manufacturer narrative:
The subject device was returned to (B)(4) but has not been returned to omsc. (B)(4) checked the subject device for evaluation and confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the adhesive around the object lens of the subject device was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information becomes available, this report will be supplemented.